Manufacturer narrative:
A ge service representative performed an onsite investigation. The smart switch board was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported the system would not boot up even though the power was going to the unit. This resulted in a total loss of imaging functionality. There is no report of injury or death associated with this event.